Manufacturer narrative:
Product event summary: analysis confirmed the reported event; dispersive electrode connector found damaged. During final test, the analog temperature output failed due to an analog printed circuit board assembly.

Event description:
It was reported the patient was connected to equipment with no errors but on the first attempt at ablation the unit stopped working after 1 sec displaying high impedance. The cable was checked and the unit was restarted. The problem continued and the cable and return electrode were also changed with no effect. A competitor's unit had to used to complete this case. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.